Manufacturer narrative:
H10: per information obtained from the customer, the reprocessing status was unable to be confirmed. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material coming out of the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that switch one did not work on the colonvideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; there was foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was not returned and evaluated and confirmed that the nozzle had foreign objects. Additional findings include; due to damage, switch one did not work. Due to deformation of suction cover, water tightness was lost. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had a chip, crack and a white clouded area on it. Due to clogging of nozzle, water removal ability did not meet the standard value. Control unit and electric connector had corrosion due to water leakage adhesives around objective lens and light guide lens had a white-clouded area. Plastic distal end cover had a dent. Connecting tube has a scratch and wrinkle. Due to damage on charged coupled device unit, the image was not displayed. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.